Manufacturer narrative:
Of the 12 allegations of a malfunction, 4 pumps were returned to animas and investigated. Of the investigated pumps, 3 were found to be malfunctioning due to failed display flex and dim/fading color spectrum. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 12</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a display issue issue. These reports were received from various sources. The patients associated with this allegation ranged from 9-81 years of age and between 29 and 179 pounds. Of the reported patients, 6 were male, 6 were female.